Event description:
A caller reported a tandem mobi cartridge alarm and attempted to resolve the issue by using two previous cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue occurred during the load process, and the customer waited for the prompt in the mobile app before changing the cartridge. Tandem technical support confirmed the cartridge alarm and guided the customer through the process. The customer was able to reload the original cartridge and resume insulin therapy successfully, resolving the issue.